Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 02:50:52. During night drain cycle five, the patient's ultrafiltration reading was 1651ml, indicating the home patient (hp) drained 1651ml more than their maximum programmed fill volume of 2300ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.